Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer delivered multiple boluses, and customer¿s blood glucose (bg) level dropped (40s mg/dl). Customer addressed bg level with juice. A system check was performed with tandem technical support and the occlusion alarms were verified. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. The customer has manual insulin injections available as backup insulin therapy.